Manufacturer narrative:
(B)(4). Upon completion of investigation, a follow-up report will be submitted.

Event description:
During icp monitoring it was noted that csf leaked. Changed the new sensor to complete.

Manufacturer narrative:
Updated UDI: (B)(4). A review of manufacturing records found no discrepancies when the device was released to stock. The device was returned and evaluated. Microsensor was tested with icp express. It was detected, calibrated properly, and measured pressure when submerged into the water. No leak described by the customer was observed. Device functioned as intended. No further investigation is required. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.